Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Additionally, it was reported that the insulin gauge displayed an inaccurate fill estimate. Customer declined further troubleshooting from tandem technical support regarding the inaccurate fill estimate. Customer's blood glucose was about 300 mg/dl. Reportedly, the supplies were changed to address the event.